Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. Inspection of the adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. No damages or defects were found with the pod that would cause conflicting results between the fingerstick and continuous glucose monitor (cgm) readings. Cause of the reported incorrect cgm readings could not be determined. Corrosion was observed on numerous internal components leading to low batteries and data loss. A tear on the unexposed portion of the soft cannula was found which contributed to the observed corrosion, low batteries, and data loss. A small crack was observed on the top housing. It could not be determined, to what extent, if any, the crack contributed to the internal corrosion. The exact timing and cause of the housing crack could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Customer is reporting high blood glucose since yesterday that he changed the pod. Looking at his profile, this is not the first time that this happens to him and he confirmed that he has been struggling with highs recently. He did a fingerstick and it was 285 mg/dl and sensor says 317 mg/dl.